Event description:
The manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 03/22/2022, and section h11 should be reported as: the manufacturer was contacted in reference to a rep dreamstation auto CPAP. The patient reported lung disease. Medical intervention was not specified by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was no error code found unit passed final test. In box g: report source - other was missed to captured in previous report and it was updated in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.